Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient has limited sound perception with the device. Reportedly the access to sound had deteriorated over time. No incident of accident or trauma and no changes in health have been received from the family. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has limited sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma and no changes in health. Further checks will be done. As per new information received a CT scan shows the device in the correct position, no extrusion is detected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has limitated sound perception with the device. External parts have been checked without improvement. Family reports no incident of accident or trauma and no changes in health. Further checks will be done.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No plans for explantation have been made so far.

Event description:
The patient has limited sound perception with the device. External parts have been checked without improvement. No incident of accident or trauma and no changes in health have been received from the family. As per further information received a CT scan shows the device is in the correct position, no extrusion is detected. The next steps are still under consideration.